Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead was repositioned on 4/3/17 due to dislodgement. The patients ra lead was also repositioned at the same time due to dislodgement. No adverse patient events were reported.